Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Concomitant medical products: boston scientific corporation's pinnacle pelvic floor repair kit: (B)(6) 010. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with the pinnacle pelvic floor repair kit and the surgisis urethral sling kit, on (B)(6) 2010, at (B)(6) hospital in (B)(6) by dr. (B)(6) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.

Event description:
The patient was reportedly implanted with the pinnacle pelvic floor repair kit and the surgisis urethral sling kit, on (B)(6) 2010, at (B)(6) hospital in (B)(6) by dr. (B)(6) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.

Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Product manufacture date unknown; lot number unknown. (B)(4). Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Product manufacture date unknown; lot number unknown. (B)(4).